Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator. It was reported four months following deep brain stimulation (dbs) implant, the back of the patient's ear had inflammation. Explant was performed. It was noted the patient had not received more than 50% of symptom reduction. It was unknown what troubleshooting had been performed and the cause of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The implant date was updated. The explant date was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the lack of therapeutic effect was unknown. The inflammation had resolved after explant.